Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the device did not function as expected. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent into an unknown vessel. Under fluoro, it appeared that the stent had moved on the balloon. It was determined that the balloon material had moved, causing the stent to appear to move. The stent never came off of the balloon. The physician decided not to use th device and exchanged it for a different stent. No patient complications were reported. Patient condition is satisfactoy.